Manufacturer narrative:
The investigation is in progress. A samples is expected, but has not yet been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A customer reported that one of the three valved trocars they used during surgery was leaking. There was no report of pt harm.